Event description:
A pump alarm issue was reported while the customer was using the pump. The customer's blood glucose level was reported at 17 mmol/l, indicating there was no adverse impact. The caller was unable to resolve the issue despite attempting to load a new cartridge, leading to a recurring alarm. Customer reverted to using multiple daily injections as a backup therapy.